Manufacturer narrative:
The full patient identifier for this case is (B)(4). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The full customer telephone number is: (B)(6). The access high sensitivity troponin I reagent was not returned for evaluation. All assay and system verifications met specifications at the time of the event. No other assay issues were reported in conjunction with this event. A beckman coulter field service engineer was dispatched in association with this event; while onsite, the fse proactively replaced and decontaminated the substrate pump. Fse then performed system check, calibrations and quality control, all which returned results within specifications. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2020 the customer reported that a non-reproducible elevated troponin I (access high sensitivity troponin I) result had been generated on the customer's unicel dxi 600 immunoassay system (dxi) (part number a30260 and serial number (B)(4)). The customer's patient result was above the normal range of the assay. The initial elevated troponin I result of 15007.2 ng/l, obtained at 10:36am, was released from the laboratory. There was a report of change to patient care or treatment which occurred in connection with this event. The patient was administered a beta blocker and aspirin. There was no report of additional change to patient management. There is no further information available at the time of this report. A second sample was collected and tested on dxi sn (B)(4) approximately three hours later and a lower result of 15.8 ng/l was obtained. The original sample and the recollected sample were then tested on the same dxi instrument and results of 19.8 ng/l (original sample) and 16.5 ng.l (recollected sample) were obtained. Corrected reports were issued and further treatment was stopped. No further changes to treatment were reported. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. A beckman coulter field service engineer (fse) who was dispatched in association with the event noted errors indicating bubbles in the substrate line at the time of the event but did not locate any bubbles within the substrate pump assembly. Samples were collected in lithium heparin plasma gel tubes and centrifuged for 5 minutes at 5,000 revolutions per minute (rpm). No further information regarding sample processing or handling is available at this time.